Event description:
It was reported that sensor failure occurred. Date of event is an approximation. On 02/04/2023, the patient was in an active sensor session while he started to experience hypoglycemic symptoms in the middle of the night. He received low alerts around 40 mg/dl and he experienced seizures. At the time of the event the patient´s roommate was with him and called 911. The roommate treated the patient with glucagon injection. When the paramedics arrived the patient already regained consciousness, they took a blood glucose reading which was estimated 130 mg/dl. They took the patient to the hospital and there he was treated with IV medication. The patient was in the hospital for 7 hours until he was discharged, at that time the bg reading was 120 mg/dl. At the time of the report the patient was doing fine and perfectly good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.